Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with his inflatable penile prosthesis (ipp) device no longer working. Examination in the hospital revealed there was a crack in the left cylinder connector. The cause of the crack in the connecting tubing was not identified by the hospital. Two weeks later the patient underwent a revision surgery and the pump was replaced. After the operation, the patient was stable and improved. There were no complications reported.

Event description:
It was reported that the patient presented with his inflatable penile prosthesis (ipp) device no longer working. Examination in the hospital revealed there was a crack in the left cylinder connector. The cause of the crack in the connecting tubing was not identified by the hospital. Two weeks later the patient underwent a revision surgery and the pump was replaced. After the operation, the patient was stable and improved. There were no complications reported.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported hole in the tubing was not confirmed as the tubing was not returned for analysis. Analysis of the returned pump identified that it performed within specification. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 momentary squeeze (ms) pump was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The tubing was identified as having been cut down to the pump block. No tubing was returned for analysis. Functional testing identified the pump performed within specifications. Product analysis was unable to confirm the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.